Event description:
It was reported that the user experienced repeated insulin occlusion alarms on an ilet system that only resolved after a full supply change, with documented infusion set details including a steel cannula set (6 mm, 23 inch) and associated cartridge, connector, and contact lot numbers; troubleshooting and education were completed, and the event was categorized as an insulin occlusion related to the infusion set and delivery pathway. Symptoms included hypoglycemia following corrections and resumption of pump therapy. Outcomes included temporary interruption of insulin delivery with subsequent low blood glucose requiring user-managed correction. Investigation included technical support-guided troubleshooting and replacement of disposable components. Investigation of this case revealed that the occlusion condition cleared after the supply change, consistent with a transient delivery blockage in the infusion set or connector pathway. It was concluded that the event was attributable to an occlusion of insulin flow that was resolved by replacing supplies, with no further device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.